Manufacturer narrative:
(B)(4). Igtcfs-65-2-jug-celect-pt. Similar to device approved under 510(k) k121629. (B)(4). Summary of investigational findings: imaging review confirms filter tilt. Imaging review found filter tilt of 2 degrees in reference to the ivc. Analysis demonstrates a filter tilt of 16 degrees (most likely in reference to the posterior spinous processes). However, tilt must be measured in reference to the longitudinal axis of the ivc. The placement venogram demonstrates a mild dextroconvex curvature of the ivc with apex located at the renal veins. As a result, the infrarenal segment of the ivc has an intrinsic angulation in reference to the posterior spinous processes of ~14 degrees with ivc angle towards the right. Imaging review found no evidence of any primary or secondary legs extending outside of the column of contrast to suggest penetration. There is found mild tenting of the ivc wall along the left lateral aspect. The complaint report also states the ivc filter legs are unevenly distributed throughout the ivc lumen. This is confirmed on ap projection for 3 (primary) legs, however on lateral view all 4 (primary) legs appear somewhat evenly distributed throughout the ivc lumen. The imaging review states "given the underlying curvature of the ivc, the deployment sheath was displaced along the right lateral aspect of the ivc during the venogram and likely with the ivc filter deployment. This resulted in the laterally directed primary legs expanding completely to the lateral most portions of the ivc lumen while the anterior and posteriorly directed legs engaged in the respective walls of the ivc slightly towards the right aspect of the lumen of the ivc, as the sheath was coursing along the right wall of the ivc and not centered within the lumen." The secondary legs appear evenly distributed throughout the lumen of the ivc and there should be no decrease in the efficacy of the filter. Based on the provided information, the root cause for the reported filter tilt and filter deformation cannot be determined. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3419269) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-jug-celect-pt. Similar to device approved under 510(k) k121629. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3419269) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 23.3 mm. There was no evidence of filter migration or extravasation of contrast. Deformation was present due to an uneven distribution of filter legs. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.2 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt was < 6 degrees. No evidence of filter fracture, embolization, or migration. Analysis: the angle of filter tilt in the ap view was 16 degrees and 4.1 degrees in the lat view. There was no evidence of filter fracture, embolization or migration. Deformation was present due to an uneven distribution of filter legs. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.